Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained following a review of the call, by medical surveillance specialist. The patient reported that she first became aware of the alleged inaccurate high results on (B)(6) 2017, but thinks the issue started sometime in (B)(6). The patient reported that she obtained inaccurately high blood glucose results of ¿196, 158, 139, 209, 178, 170 and 212 mg/dl¿ with the lifescan meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with insulin (no adjustments), and that she had, in response to the alleged inaccurate high results, increased her insulin dose. She reported that 45 minutes after the alleged issue began, she developed symptoms of ¿shaking, felt like passing out, and couldn¿t stand up¿. She reported self-treating the alleged symptoms with orange juice and sugar initially, then a snack 15 minutes later. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the patient¿s test strips had been stored correctly, and were within expiry date. The csr walked the patient through a retest and the control solution test was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.